Event description:
It was reported to manufacturer that the vns patient was seen by the physician due to a cough that had developed two weeks prior to the office visit. The physician reported that the device was tested by performing an unknown type of diagnostic test and revealed high lead impedance. The device was subsequently turned off. There was no report of trauma, manipulation or other believed cause provided by the physician. The patient underwent surgery where the lead and generator were removed and a new device was reimplanted. Attempts to obtain the explanted products for analysis are underway. X-rays were taken to assess the continuity of the system prior to explantation. Attempts to obtain the x-rays for review are also underway. No other adverse events associated with high lead impedance were reported.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.